Event description:
Customer reported rapid depletion of pump battery, leading to a pump shutdown, which reset insulin tracking values. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Initially, cts advised confronting the battery depletion by fully charging it, but as the depletion persisted, cts decided to replace the pump. The customer was informed about necessary procedures upon receiving the replacement, including using mdi as backup therapy, and was instructed to return the faulty pump with provided materials.